Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw that holds the introducer arms together was broken and that it would not hold the implant that was being put into the patient. A new introducer was used to complete the procedure. There was no reported patient harm or surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. Our investigations have shown that the screw of the superior arm is broken off. It seems that too much applied mechanical force as well as insufficient mobilization while inserting could have caused this damage. This device was produced in 2005 and the design has since been improved to avoid such an occurrence in the future. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.